Event description:
It was reported that a spectrum infusion pump had air in line error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line error" was not reproduced. A review of the event history log revealed "air in line error" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor assembly required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.